Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Customer reported a patient had unexpected clinical outcome. According to the field service engineer (fse) the service visit was completed. No changes or non-conformance with the system were observed. No technical root cause was identified as the system was operating within specifications. With limited information the root cause could not be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported unexpected refractive clinical outcomes of two patients post lasik treatment. Additional information has been requested.